Event description:
The trilogy ev300 was returned to the manufacturer's repair and service center for evaluation of the issue "fan service needed. There was no patient involvement, and no harm or injury reported. On device evaluation, the device had a technical "fan service needed" alarm. This failure alarm was triggered by valves and the internal flow sensor. The active exhalation control module (aecm) proportional valve and 3-way solenoid valve require replacement to address this issue. In addition, the internal flow sensor required replacement since the alarm that appeared was due to a valve failure and the sensor did not measure flow. Following testing and verification, the device settings were restored to factory settings. All necessary checks have been carried out to certify the restoration to the conditions prior to the failure. Additional findings not related to the malfunction/issue: the oxygen inlet path assembly of the oxygen blending module required replacement due to clearance.